Event description:
It was reported that pump displayed malfunction message identified as malf 0 with associated fault ID, and no notable events occurred before malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions to reset pump, successfully reset malfunction without recurrence, was advised to continue using pump, and was instructed to call back if malfunction message occurred again, which caller acknowledged and understood.